Event description:
The customer reports an incorrect results. Numeric results was sent with a comma from the performing lab. Ultra only displayed the digit before the comma. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).